Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), main body came out of the delivery device, but did not get caught. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(6). The device was returned to the factory on 06/18/2020. An investigation was conducted on 06/26/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the loading device as well as on the delivery device and seal indicating there was an attempt to introduce the device into the aorta. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue slide lock disengaged. The seal was observed to be in an open state outside the delivery device with the tension spring assembly inside the delivery tube. The seal and tension spring assembly was removed from the delivery device, no visual defects were observed, no cracks or delamination was observed on the seal. Based on the returned condition of the device, the reported failure 'fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), seal remained on the body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.